Event description:
The reported event alleges that the ¿foam may degrade into particles that can enter the device and therefore be ingested or inhaled by the patient.¿ in addition, it was reported, ¿the nasal mask containing magnets was replaced on 17 january 2024.¿ on (B)(6), 2026, 3 years after cessation of a philips device, a lobectomy of the right lung was performed due to cancer. No other information concerning patient condition was reported. The reported lung cancer and lobectomy is a serious injury. Testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.